Manufacturer narrative:
The complaint was visually verified and the root cause was most likely associated with the use of an awl to prepare the insertion site. Per the device IFU ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. The IFU recommends a threaded dilator under general conditions and a drill and threaded dilator for hard bone. A review of the device history records found no inconsistencies. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the distal tip of the healicoil rg suture anchor broke during insertion. During the insertion of the anchor, the tip of the anchor got broken. The site was prepped with 3.8mm tapered awl. The operation was completed with another anchor using the same site. There was a reported short delay of less than 30 minutes as a result of the alleged event. No patient injury was reported. Additional information received indicates the anchor remained on the inserter and was removed from the joint with the inserter. Unable to confirm whether all device fragments were retrieved.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the distal tip of the healicoil rg suture anchor broke during insertion. During the insertion of the anchor, the tip of the anchor got broken. The site was prepped with 3.8mm tapered awl. Nothing remained inside the patient. The operation was completed with another anchor using the same site. There was a reported short delay of less than 30 minutes as a result of the alleged event. No patient injury was reported.